Event description:
Reported in: surgery for related diseases journal article 04/2008 edition: "management of slipped adjustable gastric band slippage in 34 patients."

Manufacturer narrative:
Taper unk. The rptr of the complaint was asked to indicate the prod serial number, date of event, implant date and explant date. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Band slippage is a surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause of these events. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."